Manufacturer narrative:
Complaint conclusion: as reported, the needle on an outback elite (120cm re-entry) failed to retract once deployed. There was no patient injury reported. It is unclear if the device was clinically used. No other information was reported, multiple attempts have been made to obtain the return of the product and requests have been unsuccessful. The device was not returned for analysis. A product history record (phr) review of lot 17793806 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿cannula/needle (outback only) retraction difficulty - unable to¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, or procedural factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿use sterile technique to carefully remove the outback® elite re-entry catheter from the packaging. Inspect the catheter for damage. As packaged, the cannula tip is extended from the outback® elite re-entry catheter lateral port and a plastic tube covers the cannula tip for protection. Carefully remove this plastic tube by holding the curved portion of the cannula with one hand and pulling the plastic tube straight away from the cannula tip with the other hand. Flush the outback® elite re-entry catheter thoroughly, at the flush port and the guide wire port, with sterile heparinized saline until the solution exits the distal end of the catheter. Wait 30 seconds then flush again. Ensure proper function of the outback® elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position.¿ the phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the needle on an outback elite (120cm re-entry) failed to retract once deployed. There was no patient injury reported. It is unclear if the device was clinically used. The device will be returned for analysis.